Event description:
Per the surgeon's report, this patient had a thick skin flap, which required a stronger magnet in the external equipment. Nine months after implant surgery, the patient developed a wound breakdown and the leading edge of the receivers/stimulator began to extrude. The surgeon performed a revision surgery in 2005 to reposition the internal device and thin the skin flap. He found a thickened bed of granulation tissue during the surgery but infection was not seen. The patient has most recently developed a seroma over the magnet and continues to have a thickened flap. His physician is concerned about a possible allergic reaction to the device. The patient underwent allergy testing with the materials found in the implant. The results were negative. The surgeon explained the device eleven months later. He will reimplant the patient once the wound has completely healed.